Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a no image issue was found. There was no patient involvement.